Event description:
Device 1 of 2. Reference MFR report#3006705815-2019-00305. Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein the leads were repositioned back to the original position. Therapy was restored post-procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2019-00305. It was reported that the patient experienced a fall and whereby the leads migrated which was confirmed on x rays. As a result, surgical intervention many be undertaken at a later date to address the issue.

Event description:
Device 1 of 2: reference MFR report #3006705815-2019-00305.